Event description:
The facility representative reported a colleague infusion pump that will not power on. This condition has the potential to interrupt delivery. This condition was found upon power up in the biomed service area. The facility representative stated that there was no patient involvement, patient injury or medical intervention. Baxter quality engineering determined the reported problem to be a main battery issue. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4) . Evaluation summary: the reported condition of a colleague infusion pump with will not turn on was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Customer refused estimate and device was returned unrepaired. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).